Manufacturer narrative:
Event summary: as reported, the coating of a hiwire nitinol hydrophilic wire guide peeled off the device during device preparation. The user activated the hydrophilic coating using saline, and found that the coating was peeling. The device did not make patient contact. Another device was used to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complainant returned one prior to use hiwire nitinol hydrophilic wire guide to cook for investigation. Physical examination of the returned device showed: returned in opened pouch with approximately 4mm of wire exposed. Could not remove from plastic sheath easily. Could not determine if coating was activated. Supplier investigation: the investigation found that the affected component is supplied to cook from an external supplier. Cook requested that the supplier investigate this occurrence. Supplier findings: dimensional verification: the specimen presented an overall length of 150.00cm and a finished diameter of .03080¿ to .03385¿. A gage bushing certified to be .0350¿ passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. As received, the transparent dispenser tubing did not present any indication of prior hydration; there was no evidence of fluid within the tubing lumen. After flushing the dispenser assembly with blood-bank saline, the specimen was easily removed and subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The specimen presented a ductile, tensile overload of the polymer jacket, exposing the distal 0.40cm of the metallic core wire. Except where noted, the specimen device appeared visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling and/or procedural factors have contributed to the event as reported. Product is manufactured by a supplier. A database search for complaints on the reported lot found two other complaints with the same failure mode. Although there has been a total of two lot related complaints for this failure mode, there is objective evidence that the DHR was fully executed. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula /needle, use caution as damage may occur to outer coating. Instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. -hydrophilic coated wires are very slippery when wet. Always maintain control of the wire guide when manipulating it through any device. -for optimal performance, rehydrate the hydrophilic coated wire guide after exposure to ambient environment or after extended use, replace it with a new hydrophilic coated wire guide. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. The cause could not be determined in this complaint. The failure may have resulted from inadequate device preparation, excessive force, or component failure. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the coating of a hiwire nitinol hydrophilic wire guide peeled off the device during device preparation. The user activated the hydrophilic coating using saline, and found that the coating was peeling. The device did not make patient contact. Another device was used to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence.